Event description:
It was reported that the patient experienced vascular damage. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. After gaining groin access, it was noted that the patient's blood pressure dropped slightly, the patient was treated with medication which resolved the drop, and the procedure was continued. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed one time and successfully implanted in the laa of the patient. It was noted that the patient's groin was bleeding at the access site. Manual pressure was applied, and the patient was moved to another cath lab in order for the physician to evaluate if there was any vascular damage. The patient's blood pressure continued to decline. The patient received blood products and an abdominal computed tomography angiogram (cta) was needed. The patient was then sent to surgery to have an exploratory laparotomy. During surgery the proximal inferior vena cava, the proximal right renal vein, the caval confluence and right proximal common iliac vein were all repaired. The patient was admitted to the intensive care unit to remain under observation post surgery. The patient was doing fine post-surgery but remains hospitalized.

Manufacturer narrative:
B5: describe event or problem - updated to account for retroperitoneal bleeding. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated. H6: patient codes- added a retroperitoneal hemorrhage code.

Event description:
It was reported that the patient experienced vascular damage. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. After gaining groin access, it was noted that the patient's blood pressure dropped slightly, the patient was treated with medication which resolved the drop, and the procedure was continued. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed one time and successfully implanted in the laa of the patient. It was noted that the patient's groin was bleeding at the access site. Manual pressure was applied, and the patient was moved to another cath lab in order for the physician to evaluate if there was any vascular damage. The patient's blood pressure continued to decline. The patient received blood products and an abdominal computed tomography angiogram (cta) was needed. The patient was then sent to surgery to have an exploratory laparotomy. During surgery the proximal inferior vena cava, the proximal right renal vein, the caval confluence and right proximal common iliac vein were all repaired. The patient was admitted to the intensive care unit to remain under observation post surgery. The patient was doing fine post-surgery but remains hospitalized. It was further reported that the patient experienced retroperitoneal bleeding on the same day post procedure.